Event description:
As reported through the Complex Aneurysm Registry (CAR), a patient with a past medical history of multiple cardiometabolic and vascular risk factors; and an incidental Right superior cerebellar artery (SCA) aneurysm was treated with HydroCoils on (b)(6) 2026. The patient presented to the Emergency Department on (POD 110) with acute right sided weakness, dysmetria, and gait instability. Outside window for acute intervention, no TNK was administered. Embolic appearing infarcts in the right cerebellum were seen on brain MRI. Subsequent embolic work up negative. Likely etiology: delayed flow through R SCA, likely from over-endothelialization of coil mass at ostium of aneurysm. No residual aneurysm. Brilinta prescribed to treat over-endothelialization. Outcome described as "ongoing." Upon follow-up it was reported that the patient was alive and waiting for follow-up visit.It was reported that the event "Cerebellar Stroke" was determined to be device related.

Manufacturer narrative:
Investigation Findings:Based on a review of the device¿s Risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar Complaint Category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes.Batch Review:A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.Complaint System Review:There are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation.IFU Review (Additional information can be found in the IFU):POTENTIAL COMPLICATIONS:Potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death.Cases of chemical aseptic meningitis, edema, hydrocephalus and/or headaches have been associated with the use of embolization coils in the treatment of large and giant aneurysms. The physician should be aware of these complications and instruct patients when indicated. Appropriate patient management should be considered.WARNINGS AND PRECAUTIONS: The HES is intended for single use only. Do not resterilize and/or reuse the device. After use, dispose in accordance with hospital, administrative and/or local government policy. Do not use if the packaging is breached or damaged. If a coil must be retrieved from the vasculature after detachment, do not attempt to withdraw the coil with a retrieval device, such as a snare, into the delivery catheter. This could damage the coil and result in device separation. Remove the coil, microcatheter, and any retrieval device from the vasculature simultaneously.DETACHMENT OF THE HES COIL33. When the V Grip® detachment controller is properly connected to the V Trak® delivery pusher, a single audible tone will sound and the light will turn green to signal that it is ready to detach the coil. If the detachment button is not pushed within 30 seconds, the solid green light will slowly flash green. Both flashing green and solid green lights indicate that the device is ready to detach. If the green light does not appear, check to ensure that the connection has been made. If the connection is correct and no green light appears, replace the V Grip® detachment controller.35. Push the detachment button. When the button is pushed, an audible tone will sound and the light will flash green.36. At the end of the detachment cycle, three audible tones will sound and the light will flash yellow three times. This indicates that the detachment cycle is complete. If the coil does not detach during the detachment cycle, leave the V Grip® detachment controller attached to the V Trak® delivery pusher and attempt another detachment cycle when the light turns green.37. The light will turn red after the number of detachment cycles specified on the V Grip® labeling. DO NOT use the V Grip® detachment controller if the light is red. Discard the V Grip® detachment controller and replace it with a new one when the light is red.38. Verify detachment of the coil by first loosening the RHV valve, then pulling back slowly on the delivery system and verifying that there is no coil movement. If the implant did not detach, do not attempt to detach it more than two additional times. If it does not detach after the third attempt, remove the delivery system.Investigation Conclusion:The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event.This study is ongoing and device/procedure relatedness determinations can be re-adjudicated by independent reviewers/physicians. The study device and study procedure relatedness can change as a result of these reviews. Microvention is submitting this report to comply with FDA reporting regulations under 21 CFR parts 4 and 803. This report is based upon information obtained by Microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Microvention, or its employees that the device, Microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report.